Event description:
It was reported that the patient presented in clinic for initial implant procedure on (B)(6) 2026. Prior to concluding the procedure, it was found that the right ventricular (rv) leadless pacemaker (lp) exhibited intermittent far p-wave over-sensing. Programming changes were made to conclude the procedure. There were no patient consequences.